Manufacturer narrative:
The returned device was evaluated. Visual inspection showed corrosion inside the battery compartment that made the battery lid hard to remove. The device was powered on using an external power supply and a loud watchdog alarm was heard and nothing was displayed. A crackling sound was also heard from the speakers prior to the alarm. Internal inspection revealed corrosion on both the system board and the technology board.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device will not run on battery power. No consequences or impact to patient were reported.